Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient started treatment with vancomycin (1 gm loading dose, frequency and route not reported) and fortum (1 gm per day, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. The dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.